Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient was drinking heavily and using recreational drugs. As a result an arrhythmia occurred and an appropriate shock was delivered. There were episodes of t-wave oversensing (twos). Twos does occur when the patient is not drinking heavily and using recreational drugs. The physician recommended a lifestyle change and made no changes to the device. The device remains in use. No patient complications have been reported as a result of this event.